Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained clonidine [200 mcg/ml] at a dose of 58.98 mcg/day and dilaudid [20 mg/ml] at a dose of 5.898 mg/day. It was reported a nurse told the representative she thought she heard a ¿beep¿ when updating the pump at a refill on (B)(6) 2017. An 8474 code (pump reset) on the patient¿s personal therapy manager (ptm) occurred. The representative read the logs which showed a watchdog reset occurred. The representative confirmed the pump settings and silenced the active alarm which resolved the reported issue. There were no patient symptoms/complications reported. The representative called back and stated the patient went to use the ptm after the pump was updated to silence the alarm, and she was locked out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the cause of the reset was not determined.